Event description:
The pt was implanted with a left ventricular assist device. The pt experienced heart failure symptoms. An echo performed showed that the inflow conduit appeared as if it was positioned towards the septal wall. The pt received a pump exchange.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.